Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the two suggested events could not be concluded, although it can be presumed that they were caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. The event can be detected/prevented by following the inspection method for the event is described as follows in ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ "< inspection of the endoscopic image> confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that during preparation for use for a therapeutic procedure, the angle was not working on the endoeye flex deflectable videoscope. The intended procedure for a laparoscopic inguinal hernia repair was completed using a similar device. The patient did not have any implanted device. The device was inspected prior to use, and the event occurred when the power was on. There was no report of patient harm associated with this event. During evaluation of the returned device, the evaluation found the image was not showing. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
(B)(6) hospital. The device was returned to olympus for evaluation. The device evaluation found that due to damage on the charge coupled device unit, image noise occurs and the temporary could not be seen and noise image occurs with no image during angulation in up directions. In addition, the following nonreportable malfunctions were identified: scratches on various parts of the device, video connector case had a crack and was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.